Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2005. According to the complainant; the patient experienced an unknown injury. According to the physician, the patient had not been seen since (B)(6) 2011 and complained of some discomfort. The physician fully examined the patient and she was noted to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.